Event description:
It was reported the pump lost its programming. Patient was able to switch to previous pump to continue his remodulin. No patient injury reported. No other information known.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the pump's settings not being kept and reset to default as a result of the battery life of the rtc battery being 2 days, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1 updated, b3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6 health effects.